Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) contacted biomerieux to report low results for enterococcus atcc 29213 tm with etest clindamycin cm 256 test kit (ref 412315, lot 1003867680). Retesting provided the same result using both biomerieux and oxoid atcc 29213 tm. The same etest clindamycin cm 256 product is marketed in the united states under reference 412314. There is no indication or report from the hospital or treating physician to biomerieux that the discrepant result led to any adverse event related to a patient's state of health. Culture submittals have been requested by biomerieux for internal investigation.

Manufacturer narrative:
Biomérieux internal investigation was conducted. The results of the investigation indicate results at the limit of the compatibility with etest® clindamycin cm 256 (whatever the lot tested) when used in conjunction with mueller hinton e agar. This allows a potential for the underestimation of the mic for qc strains 29213 which can give some values out of range. Based on the investigation results, when using etest® cm 256 test kit in conjunction with mueller hinton e agar, there is a potential for low mic for staphylococcus strains. Intermediate (I) strains could give a false susceptible result (s) or resistant (r) strains could give a false intermediate result (I). Field corrective action (fca-2744) and corresponding product correction notice (customer letter) were issued to the field 14-dec-2015.